Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip broke in a case and did not cause a delay or injury to the patient. Additional information was requested but has not been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual evaluation of the instrument confirmed that one (1) of the prongs on the tip of the instrument is bent to nearly a 90 degree angle. Minor scratches consistent with use of the instrument were observed. There was no discoloration noted. The most likely cause of the instrument becoming bent cannot be determined based on the information provided (no details concerning the manner in which the part was used were given). However, the deformation noted during this evaluation is consistent with excessive force applied as a result of twisting, prying, or bending. This instrument is intended to hold a plate in place during fixation and is not intended to bend, twist, or pry. The instructions for use (IFU) for this product states in the section titled warnings and precautions: ¿avoid undue stress or strain when handling or cleaning instruments.¿ root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. A follow up report will be sent upon completion of the device evaluation. Were updated based on the receipt of the device for evaluation.